Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. There was no adverse impact to the customer¿s blood glucose level. The issue was resolved without the customer requesting additional troubleshooting or education. The customer continued to use the pump for insulin therapy.